Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The reporter informed the csr that on (B)(6) 2019, the patient obtained an alleged inaccurately high reading of ¿300 mg/dl¿ on the subject meter, compared to a reading of ¿20 mg/dl¿ on a paramedic¿s meter (unspecified device). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with a combination of insulins (humalog, self-adjusted, up to 40 units three times a day; and lantus 60 units, once per day in the evening) and explained that she followed her usual routine of diabetes management and care in response to the alleged inaccurately high readings. The reporter informed the csr that after the alleged product issue began, the patient ¿passed out¿. The reporter did not specify whether the patient received any treatment for her symptoms above or beyond the usual routine of diabetes management and care. The reporter also denied that any other device had been used to check the patient¿s blood glucose levels. At the time of troubleshooting, the csr confirmed that the patient had used an approved sample site to obtain the blood samples. The csr was unable to walk the reporter through a control solution test as they did not have control solution at the time of the initial call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining inaccurate results with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.